Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the ac-3043 would not come out. A replacement was used to complete the procedure. There were no pt effects. The product was discarded.